Event description:
Event was reported on (B)(6) 2026. A healthcare professional reported that a tapered dental implant failed to osseointegrate after healing abutment placement on tooth number 29 in a 77-year-old female patient with a medical history of diabetes. The patient's oral hygiene was reported as good; bone type was not provided. The patient initially stated the issue on (B)(6) 2025. The healthcare provider observed the following patient symptoms: infection, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant. Per the report, the symptoms were relieved following removal of the implant on (B)(6) 2025. No permanent injury was reported. A bone graft procedure was performed after removal of the implant. The device was replaced with a similar product. No fractured components or fit issues were reported. No additional medical or surgical procedures were reported beyond the bone graft.

Manufacturer narrative:
The patient's ethnicity/race was reported as white and weight was reported as unknown by the healthcare professional. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).